Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device's mid-section was separating from the back-end of the unit and the unit could not have functioned as intended; therefore, pretest could not be conducted. It was further determined that the bearings were also worn and no longer in axial alignment which would have caused the device to have higher than normal temperature and likely some vibration. The assignable root cause was determined to be due to worn out bearings and loctite degradation from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was discovered that the driver attachment device was chattering in the drill and had a sleeve attachment stuck inside the event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.